Event description:
A fresenius field service technician (fst) reported that burn damage was found on the power supply of a 2008t hemodialysis (hd) machine. The fst stated that a capacitor on the power control board of the power supply appeared burned and a burning smell was noticed. The burned board was noticed during machine repair after they were called onsite by a biomedical technician (biomed) when the machine would not power on and produced a burning smell. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 2,425 hours and the power control board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned power control board. The biomed replaced the power supply, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint sample was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the entire power supply. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified visual indications of thermal damage. Therefore, the complaint event was confirmed.

Manufacturer narrative:
Additional information: d9, h3, h6 (component code) plant investigation: the power supply was returned to the manufacturer for a physical evaluation. During an external visual inspection, the power control board was found to be charred next to s12 fuse, however, the fuse or any of the components on the front side of the power control board are not damaged. The backside of the power control board is charred with signs of a thermal event on capacitor rv1. Capacitor rv1 is connected to st1 and st2 line for the main power switch. The power supply was inserted into a test machine which then failed to power on. The power control board was cleaned and a broken trace on the board was encountered. A new capacitor rv1 was installed on the power supply for testing. The test machine failed to power on with the new capacitor rv1 installed. The failure was due to the broken trace on the board. The broken trace was caused by the thermal event on capacitor rv1. The power control board is not repairable. The power control board was replaced with a ¿known-good¿ one on the returned power supply, and the machine was able to pass the power-on and self tests, complete rinse, and perform in dialysis mode with encountering any problems or failures. The investigation of the event was able to confirm the reported issue.

Event description:
A fresenius field service technician (fst) reported that burn damage was found on the power supply of a 2008t hemodialysis (hd) machine. The fst stated that a capacitor on the power control board of the power supply appeared burned and a burning smell was noticed. The burned board was noticed during machine repair after they were called onsite by a biomedical technician (biomed) when the machine would not power on and produced a burning smell. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 2,425 hours and the power control board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned power control board. The biomed replaced the power supply, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint sample was returned to the manufacturer for physical evaluation.